Event description:
It was reported that the user experienced elevated blood glucose for approximately 12 hours that did not respond to site changes but improved after changing pump supplies and starting a new insulin vial, with glucose returning to range; the user used meal announcements for correction and reported no occlusion or dosing stopped alerts, no new medications, and usual meals. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.